Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that he was having difficulty with the 50-CT onetouch ultra test strip vial. The patient reported that he was having issues with taking out the test strips from the vial compared to when the test strip vial was just packaged with 25 test strips. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. During the initial call to lfs, the patient claimed he began to experience problems back in september of 2013 when he began to use test strip vials packages with 50 strips instead of the usual 25. During the follow-up call, the patient informed the mss that he has arthritis and is in a wheelchair. Due to large quantity of strips in the vial, he had to pour out the strips which usually resulted in strips falling into his sink and getting wet or the strips falling on the floor. The patient mentioned since he is disabled and lives alone, he was unable to pick up the test strips from the floor and then ran out of test strips. Because he could not obtain additional test strips, he could not measure his glucose as frequently as he was supposed to. The patient mentioned that in (B)(6) 2013 he developed symptoms of feeling ¿dizzy and heavy headed¿ after he was unable to test for 3 days due to not having sufficient strips. The patient mentioned that he went to the ER and when they checked his blood glucose with ER/hospital meter it registered ¿51 mg/dl¿. The patient reported he was given food and/or drink for the low blood glucose. During the follow-up call, the patient mentioned that when he was unable to test his blood glucose, he would guess how much humalog insulin to administer. The patient mentioned that the low blood glucose may have been due to administering too much insulin earlier that day. At the time of the initial call to lfs, the patient mentioned his pharmacy did not carry boxes of test strips which had a quantity of 25 strips per vial. The patient was advised to contact other pharmacies or mail-order companies to inquire if they carried 25-CT test strip vials. This complaint is being reported because the patient reportedly was treated for hypoglycemia by an hcp.